Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The device had corroded battery tube and minor scratches on the lcd window.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading was 150 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.